Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional us lot number is 6700158. Corrected from physician to health professional.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during the insertion operation, the surgeon found a burr in the thread. The surgeon used the other screw and the operation was finished. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The part was received for a manufacturing evaluation and was intact and undamaged. There was a burr in the form of chip wrap on the shaft thread just under the head. The chip wrap has been anodized. This complaint is valid from a manufacturing standpoint.